Manufacturer narrative:
(B)(4). Report source: (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Additional associated products & mdrs: unknown trabecular metal metaphyseal femoral cone MDR: 3005751028-2022-00010. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
A journal article was retrieved from the journal of orthopaedic surgery and research that reported a prospective study from spain. The purpose of the study was to compare the long-term clinical and survival results of revision with rotation hinge knee (rhk) vs constrained condylar constrained knee (cck) implants. A total of 131 knees were included, of which 117 completed a minimum follow-up of 10 years. Two groups were defined based on the type of implant used. In group 1 with 61 knees, a constrained condylar implant was used, while in group 2 with 56 knees, an intracondylar rotating hinge implant was used. Reason for revision included aseptic loosening (53%), infection (30.7%), and instability (16.3%). All procedures were carried out following standard revision tka procedures. In both cases, conventional stem lengths were used (120 mm in the endomodel group and 145 mm in the lcck group). In both groups, fixation of both components was cemented, differentiating pandiaphyseal cementation in patients with rotary hinges, compared to those with metaphyseal cementation using press-fit stems in the group of patients with cck implants. In aori iii defect trabecular metal metaphyseal cones were used when primary stability was not obtained. The study population had a mean age of 75.1 +/- 7.3 years at time of surgery; 45 were male, 74 female. Standard follow-up of each patient includes clinical and radiographic reviews at 3 months, 6 months, one year, and every 2 years thereafter with a mean follow-up duration of 13 ± 1.475 years. It was reported that twelve patients underwent revision due to aseptic loosening. Due diligence is complete as multiple attempts were made; however, no further information was received. As no additional information or product has been received, we are unable to provide further information. Please reference journal article: doi:10.1186/s13018-022-03026-3.